Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The foot frame was missing a rivet near where the head and foot sections connect together.

Manufacturer narrative:
The underlying cause could not be determined and the complaint cannot be verified. Per the documentation on the irs or return fields in oracle, the failure could not be duplicated, no problem found.

Event description:
The foot frame was missing a rivet near where the head and foot sections connect together.